Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found no evidence of restriction in either the biopsy or suction channels. Both the instrument and suction channels were inspected with a small diameter boroscope, and a small amount of debris and white residue were noted inside the biopsy channel. Suction chanel, and cylinder unit. There were no kinks or dents observed. Additionally, a distal end cover was noted to be cracked and chipped, and the unit did not pass insulation testing. The light guide lens had minor damage, and the control knobs were noted to be loose. The cause of the user's experience was attributed to insufficient reprocessing. An olympus endoscopy support specialist has visited the user facility, and reviewed appropriate reprocessing of the endoscope. No non-conformities in reprocessing were noted at the time of the visit. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic colonoscopy, as the users advanced a forceps device through the biopsy channel, approx 2mm of solid stool material exited the distal end of the colonoscope, and was released into the pt. The procedure was completed with a similar. But different device. There was no pt injury reported, and the pt is reportedly doing fine to date.